Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "at 17:00 rn at bedside reported that she was "unable to stop her heparin infusion." When request pause was pressed, the ok acknowledgement was pressed to indicate that a pause was requested. Once pressed, the pump did went back to the main infusing screen, without pausing. Quit and quit infusion did not show. This was duplicated several times. In addition, the pump showed that it was not charging even though it was connected to the power source and the battery showed almost depleted. The rn had already disconnected the tubing from the patient prior to notification as she indicated "I needed the therapy to stop but the pump wouldn't let me." Once power cord was disconnected from the power source the pump shut itself down and when the on/off button was pushed, the pump turned back on to a paused screen with a full battery icon. The screen initially showed 6.8 ml/hr in the upper left hand corner of the rate field. Device was turned over to record serial number. When pump was turned back over, the rate field had changed to 3284 ml/hr. This value remained on the screen for approximately 1 minute and spontaneously went back to 6.8 ml/hr in a paused position. The pump then provided a "message" the pump has been inactive for 2 minutes" when the mute button was pushed it took 4 pushes for it to acknowledge, the ok button acknowledged after 3 pushes with extended delay and reverted to the paused screen. At this time the quit / quit infusion sequence was available and the device went back to the start up screen. From the start up scree, the events log was accessed and when reviewing the "events log" several button pushes performed were missing as well as large gaps in time when known button pushes were to have occurred. The pump was turned off and sent to biomed for evaluation. The power source was checked in 4 different wall outlets to see if it would acknowledge a charge on the pump while in the cradle and it did not. The power cord was plugged directly into the pump and it would not acknowledge a charge. The power cord was checked in both ports of the splitter and would not acknowledge a charge. The pump was removed from the cradle and reseated to see if it would acknowledge a charge and it would not. When the same power cord was tested on a different pump, it did acknowledge a charge. When a new power cord was tested with this pump, it acknowledged the source and initiated a charge. Pump was removed from patient use and sent to biomed. Type of drug:heparin / 25000 units / 250 ml. Delay in therapy:unknown. Need for medical intervention:no. Patient involvement:yes".